Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was approximately 40 mg/dl and the cause was not known. The customer was transported via ambulance to the emergency room (ER) and was admitted to the hospital. The customer did not recall the details of the ER/hospital visit.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: lowest blood glucose (bg) entered into the pump by the user on (B)(6) 2018 was 62 mg/dl. Based on user¿s daily basal and programmed boluses, there were no obvious requests or deliveries that would cause bg levels to drop. Bg of 40 mg/dl was entered into the pump on (B)(6) 2018 at 9:54 am. Prior to the low bg, a 2.45 unit bolus for 27 grams of carbohydrates was delivered at 7:39 am. Subsequently, a 5.82 unit bolus was delivered for 64 grams of carbohydrates with 1.82 units of insulin on board (iob) remaining at 8:55am. There were no erratic basal rate adjustments. It is possible the user overcorrected via bolus. Making bolus requests and still having insulin on board could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.